Event description:
It was reported that the pt experienced a loss of therapeutic effect following a fall. Impedance testing discovered there were shorts and open circuits on all electrode contacts. The device then displayed an end-of-service/end-of-life message. The battery and lead were replaced on (B)(6) 2011.

Manufacturer narrative:
Analysis of the implantable neurostimulator (ins) model 3058 serial (B)(4) found no significant anomalies. The automated test console failed as the battery was not in new condition. There were burn marks on the titanium can and insulation coating, the connector block was scratched, and there was foreign material in the connector ports. The ins output was tested at the distal end of a known good lead. Each circuit was tested in reference to the #0 electrode on an oscilloscope with good stable output observed. There were no issues when pressing on the ins can. The output was only able to be tested for a short amount of time before end-of-service occurred. A power on reset had occurred prior to analysis. Output and telemetry were ok, the battery was assumed normal end-of-life. Analysis of the lead model 3093 lot v458552 found no significant anomalies. Conductor coils were crushed and there were suspected body fluids observed in the lead. Continuity was acceptable on all circuits, and there were no shorts (dry). There was no impact on lead performance. The lead was functionally ok.

Manufacturer narrative:
(B)(4). Analysis results were not available at the time of this report. A f/u report will be sent when analysis is completed.